Event description:
During a therapeutic stone retrieval procedure this basket was advanced past the stone in the ureter. When the doctor attempted to withdraw the basket it broke, leaving a 5.5 inch wire in the ureter. A grasper was used to remove the stone, basket and wire. There were no patient complications from this event.